Event description:
At the end of the original procedure no endoleak was detected. However, after several weeks the clinician treated an anterior endoleak (proximal) with an extender cuff. The additional procedure was successful and the pt status is fine. There was no allegation of product deficiency made by the clinician.